Manufacturer narrative:
B3 - date of event: used (B)(6) 2023. As the event date was not reported.

Event description:
It was reported that the device was contaminated. A flexima drainage catheter was selected for use. During preparation, a tear in the package was noted, and sterility of the device was compromised. As per lab manager, the damage must have been due to shipping. As it was damaged upon arrival. There was no patient involvement.

Event description:
It was reported that the device was contaminated. A flexima drainage catheter was selected for use. During preparation, a tear in the package was noted and sterility of the device was compromised. As per lab manager, the damage must have been damaged due to shipping as it was damaged upon arrival. There was no patient involvement.

Manufacturer narrative:
B3 - date of event: used 05/01/2023 as the event date was not reported. The device was not returned; nevertheless, the costumer provides one photo of the device inside the pouch. The photo provided shows that the pouch device was observed with a damage created by cut in the frontal section. Additionally, it was observed that the pouch information matches with the complaint information.